Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient was getting an error code system problem rm05. The issue started probably 3 weeks ago. The other day pt also saw the menu saying stim on and off when pressing the ins on/off button. Patient could not do anything with it. On the call instructed patient to reset the controller and clean the pins. Pt attempted recharging the implant on the call and the controller screen did not power up. Had pt take the battery out again, plug the controller in the wall. The screen powered on. Pt inserted the battery pack and confirmed it was recharging. The controller showed no device found. Pt mentioned the implant was depleted. Pt tried plugging the recharger and got a message the controller battery was low and needed to be charged. Instructed pt to plug in the controller and agent will pt back to continue troubleshooting. Called pt back. Pt stated they charged the controller and got rm05. Pt tried using the equipment on the call and tried charging the implant. Rm05 came up again. A replacement recharger (rtm) was sent a replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), recharger product ID 97745 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.